Manufacturer narrative:
(B)(4). Device evaluation: customer reports of calcific degeneration leading to stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­9mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the wireform around leaflets 1 and 2 on the inflow aspect. Wireform was also exposed on commissure 2. Sutures remained attached to the sewing ring around leaflet 3. A hematoma was observed on the outflow surface of leaflet 3. The device was returned to edwards for evaluation. Customer reports of calcific degeneration leading to stenosis were confirmed through observed calcification. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 19mm valve was explanted from the aortic position after an implant duration of 8 years and 11 months due to bioprosthesis calcific degeneration and pannus leading to stenosis. As reported, indication for initial replacement was aortic stenosis. As per product evaluation, heavy pannus overgrowth was observed at the inflow aspect. A non-edwards valve was implanted in replacement. The patient was noted to be hospitalized in stable condition.